Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of pod found damage to the cannula.

Manufacturer narrative:
During fluid path testing, an internal leak was observed due to an internal tear on the unexposed portion of the soft cannula. The timing and cause of this damage is unknown. The internal leak is confirmed as the cause of the corrosion, low batteries, and data loss. It could not be determined if the observed leak contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone14.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Correction to investigation conclusion: the pod was received fully deployed. Corrosion was observed through the top and bottom housing. Upon removal of the housing, corrosion was observed on multiple components. All attempts to download the pod data were unsuccessful. During fluid path testing, an internal leak was observed due to an internal tear on the unexposed portion of the soft cannula. The timing and cause of this damage is unknown. The internal leak is confirmed as the cause of the corrosion, low batteries, and data loss. It could not be determined if the observed leak contributed to the reported event. The housing vent was observed to be damaged. The timing and cause of this damage could not be determined.